Manufacturer narrative:
Philips service replaced the x-ray controller and verified system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was not possible due to x-ray controller failure on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.